Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the patient reported there was no loss of therapeutic effect and that the pain subsided over time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having pain in the area of the implant, particularly when leaning against it, after the medications wore off. T he patient also mentioned a change in symptoms where she was getting up every hour in the night instead of only going 2 times. It was later reported a day later indicated for the past 2 nights she had to get up every 45 minutes to go to the bathroom. The patient stated thinks her device was not doing its job. The patient was at 1.1 v and increased to 1.3 v. The patient increased to 1.4 v on the call and would monitor symptoms. The patient reported the change in therapy/symptom was noted as sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.